Event description:
Hcp reported the catheter was going in smoothly and then got hung up. Using fluoroscopy. They noticed a speck and determined it was the tip. The tip was marked up and guide wire bent. Bends in the guide wire may have been from after it was pulled out. They got another 8731 and everything went smoothly.